Event description:
It was reported that (1) er320 device was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the clip was fired on vessel and the clip scissored. The case was completed without other incidents. There was no consequence to the pt.